Event description:
Gynecare tension-free vaginal tape placed prior to pelvic support reconstruction. No known complications at the time of surgery. Discharged on postoperative day two. Readmitted on postoperative day four with nausea, vomiting, and abdominal distention. On postoperative day five the pt underwent exploratory laparotomy and partial resection of small bowel due to bowel perforation with tvt. Diagnosis or reason for use: stress urinary incontinence.